Manufacturer narrative:
Additional information: the resolute onyx stent was being used to treat a non-tortuous, non-calcified lesion. The device was not inspected before use. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. No resistance was noted during advancement of the device to the lesion. The stent was unable to be located with CT scan. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a lesion located in the ostium of the left main (lm) coronary artery. There was no damage noted to the packaging or any issues noted when removing the device from the hoop. It was reported that stent dislodgement occurred during delivery to the lesion. The patient was taken to cardiac surgery but the stent was unable to be located during the intervention or with a tac. The stent remains in the patient. The patient was reported to be alive with no further injury.